Event description:
It was reported that the minibore pressure rated ext, IV cnnctor experienced leakage. The following information was provided by the initial reporter: material no.: mz5301, batch no.: 19035723. Nurse called to advise that lot #19035723 is leaking at the max zero or blue part when it is connected to the cadd or gravity tubing.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/29/2020. H.6. Investigation: 14 unopened maxzero extension sets, material # mz5301, lot # 19035723 was received by the customer for investigation. The samples were visually inspected and then tested for evidence of leakage. No defect was observed. The customer's complaint of leakage at the maxzero could not be verified and a root cause could not be determined. A device history record review for model mz5301 lot number 19035723 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for the maxzero leakage issue has been identified for this product line. We have funded a project, CAPA#463557 to improve manufacturing processes and prevent future occurrences of this type. As part of the action plan, changes to the manufacturing machinery and process controls have been implemented. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code(s): 1354. FDA patient problem code(s): 2199.

Event description:
It was reported that the minibore pressure rated ext, IV cnnctor experienced leakage. The following information was provided by the initial reporter: material no.: mz5301. Batch no.: 19035723. Nurse called to advise that lot #19035723 is leaking at the max zero or blue part when it is connected to the cadd or gravity tubing.